Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported from an interrogation report that non-sustained lead noise was detected due to intermittent undersensing of ventricular events after atrial pace events. There was no lead noise detected. Programming changes were recommended but were not implemented. The patient was in stable condition after the event.